Event description:
It was reported that the patient's left ventricular lead caused extra-cardiac stimulation. The reported lead was explanted and replaced on (B)(6) 2022. The patient's condition was unknown.

Manufacturer narrative:
The reported event of extra cardiac stimulation was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and electrical testing did not identify any anomalies.